Event description:
Philips received a complaint on the v60 ventilator indicating that there was no alarm when there was a leakage. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) stated that the customer spoke to a clinical specialist. The customer had tube set and mask placement questions. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 to obtain information about the device use at the time of the event, the clinical questions, and issue resolution. No response or further information was received from the customer for any of the requested information. Philips was unable to confirm the final disposition of the device. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.